Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: procedure name and date? Not provided. Was there any change in blood pressure? Not provided what amount of blood loss (mls) occurred?not provided patient weight? (For pediatric complaints of blood loss) not provided. How was the bleeding controlled? Not provided. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? Not provided. Was medical/surgical intervention performed? Not provided. Please provide the lot number? Not provided. Was there a surgical delay? Not provided. Trade name - irgacare®, active ingredient(s) ¿ triclosan dosage form ¿ suture/solid/pa,renteral, strength ¿ = 275 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date in 2021 and suture was used. During the procedure, while suturing was in progress, the needle broke. The broken portion of needle was removed from tissue and discarded. No adverse patient consequences were reported. Additional information was requested.